Event description:
Procedure type: unk. According to the reporter: the needle was broken at the point of connection with the main body. The product has not been opened or used. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).